Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused adeath or serious injury.

Event description:
Reporter alleged that during a surgical procedure on (B)(6) 2026 there was a medium priority alarm, upon inspecting the console it was identified that there was a piece of broken linkage cable on the floor. Console alarm was not recovered and the surgery has been converted to manual laparoscopy. There was no harm to the patient or any significant delay reported relating to this conversion at the time of this report, no further information has been provided. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.